Event description:
Caller states customer fell and had been dizzy all day (unk if due to low blood glucose symptoms). Emergency medical technicians (emts) were called; customer tested 23 mg/dl on the advantage system and tested 183 mg/dl on professional device within 10 minutes of each other. Customer was treated with an IV (contents unk). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.